Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Analysis cannot be completed at this time due to pending litigation.

Event description:
It was reported during the implant procedure that the implantable cardioverter defibrillator (ICD) had one setscrew sideways in the connector block. Physician decided not to use it and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.